Event description:
Bilateral invasive inflammatory lobular breast cancer which spread to lymph nodes and skin. Required bilateral mastectomy, axillary dissection (which resulted in liver damage), implantation of port (which result in blood clot), chemotherapy (which resulted in liver damage), radiation, and future additional treatments.